Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) compressed, the light guide cable compressed, the light guide cable buckled, the suction channel buckled, the objective gluing cracked, the angle wire play, the lg root brace rubber cut, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).